Manufacturer narrative:
Updated block: event description.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the clinicians had a roller pump in the cardioplegia (cpg) position that stopped. The team did not recall any messages on the central control monitor (ccm) regarding the stoppage of the roller pump. The team attempted pressing the start/stop button, and that mitigation did not resolve the issue, therefore the team opted to handcrank the roller pump to continue the dosaging of cpg for all subsequent dosages. The total amount of cpg that was given during the manual handcranking was estimated at 300 milliliters (ml). The pump was used on a procedure the day before with the similar incidents occurring. The roller pump was taken off of the heart lung machine (hlm) base after the procedure. The team uses a 4:1 cpg disposable set for their delivery of cpg. The last preventative maintenance (pm) on this hlm was performed in (B)(6) 2018. There was no delay in the surgical procedure due to the stoppage of the roller pump. There was no harm or blood loss associated with the incident.

Manufacturer narrative:
The reported complaint was confirmed. As per manufacturer's subsidiary, the user facility will not be sending back the suspect part, therefore no further evaluation can be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility seemingly lost power to the pump so they hand cranked the roller pump. Power was restored but was lost a second time and hand cranking was started again. They were using 4:1 ratio of polyvinyl chloride (pvc) tubing at the time. Per data log analysis, while in a perfusion screen the cpg pump goes missing for a short time and then comes back multiple times. The pump logs indicates the pump lost power or rebooted with no indication of why. In each case the pump was in a started state. (B)(4) / medwatch #1828100-2018-00028.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump stopped. The pump was manually hand cranked. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.